Event description:
It was reported that the patient had the artificial urinary sphincter removed as the device never worked properly after the initial implant. A CT scan showed no fluid in the device. The balloon had a hole with no fluid and tissue inside. It was suspected that the hole occurred during the initial implant. A new artificial urinary sphincter was implanted. No patient complications were reported.